Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm. The patient was evaluated by a healthcare personnel (hcp), an x-ray was performed, and the x-ray results confirmed a retained wire. It is unknown if the wire detached or broke and whether the entire wire or a portion was retained. The patient had an operation scheduled to remove the sensor wire, but there was no documentation that the surgery occurred. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.